Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head keeps coming off, the head is already very weathered with bristles coming off after one week of use [device breakage]. No adverse event [no adverse event]. Case description: a parent reported that her son, age unspecified, had used an oral-b power rechargeable toothbrush handle advance power 4733 model d10.513k for one week, and the oral-b power oral care refill kids kept coming off and her son would put the toothbrush point in his mouth. The reporter stated that after one week of use, the head was already very weathered with bristles coming off. No symptoms developed.